Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side rupture. Device remains implanted.

Event description:
Device has been explanted

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade iii additional, changed, and/or corrected data: b.5., h.6., h.11.

Event description:
Healthcare professional later reported capsular contracture, baker grade iii.

Manufacturer narrative:
Additional, changed, and/or corrected data: h11 a review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported right side rupture. Physician later reported right side capsular contracture, baker grade iii, probable rupture and exchangedevice explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b5, b6, b7, h6.

Event description:
Patient reported right side rupture. Healthcare professional later reported capsular contracture, baker grade iii. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. ¿ rupture: no observed. ¿ cyst ¿ ndr: unable to observe as it is not related to the manufacturing process. As per the investigation procedure wear abrasion and creases was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported right side rupture. Healthcare professional later reported capsular contracture, baker grade iii. Device has been explanted and replaced.